Event description:
The complainant reported to boston scientific (bsc) in 2007 that a patient (age & gender unknown) underwent a bronchoscopy biopsy procedure. The radial jaw 4 biopsy forceps were utilized within the lungs, where the physician took 4 biopsies. During the procedure, the "biopsy forceps jaws detached from the tip" inside the patient. The procedure was finished using the same device. Retrieval method is unknown at this time. Bsc is not aware of any adverse effect to the patient.

Manufacturer narrative:
The device has been received by this manufacturer, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.